Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that they had an incident where ports went down on switches and it seemed to effect the whole network, the "down" ports seemed to be all trunk ports between switches. The customer stated that they were able to get the network back up; they would like to know what caused it. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and remotely logged into the customer's system. The rse remoted to corea (pcn_basementab0032_router_a, 172.31.200.2). Corea logs show that ports g1/0/2, g1/0/3, g1/0/4, g1/0/5, g1/0/9, g1/0/10 all came back up yesterday but only port g1/0/9 shows it going down. The customer states that everything went down starting at around 11:39am yesterday morning; connected digital platforms (cdp) neighbors showed the following: g1/0/2 14:31 went up (pcn_basementab0032_access1), g1/0/3 13:38 went up (pcn_7north_dist_a), g1/0/4 17:28 went up (pcn_8north8896_dist_a), g1/0/5 15:52 went up (pcn_9south0119g4_dista), g1/0/9 11:39 went down, 14:07 went up (pcn_1south_dista), g1/0/10 13:58 went up (pcn_pacu_acc_1) . The rse remoted to coreb (pcn_basementab0032_router_b, 172.31.200.3); logs showed the following: g1/0/1 14:31 went up (pcn_basementab0032_access1, 172.31.200.201), g1/0/2 13:31 went up (pcn_7north_dist_b, 172.31.200.19), g1/0/3 17:27 went up (pcn_8north8896_dist_b, 172.31.200.13), g1/0/8 15:54 went up (pcn_9south019g4_distb, 172.31.200.121), g1/0/9 14:09 went up (pcn_1south_distb, 172.31.200.202), g1/0/10 13:59 went up (pcn_pacu_acc_1, 172.31.200.30) . From coreb remoted to 7north_dist_b; the uplink ports g1/0/20 and g1/0/23 went up at 16:19 and 16:42, and these are connected to pcn_6east6623_access_5a & pcn_7s_7739_access2. These ports were never down, but the access switches connected lost connection at the same time as the "network went down". From coreb remoted to pacu_acc_1; the uplink ports g1/0/27 & g1/0/28 showed threshold violations on the sfps at around 11:39, shut/no shut at around 13:59 which coincided with "up" on corea and b from coreb remoted to basementab0032_access1, the uplink ports g1/0/27 & g1/0/28 showed threshold violations starting on the sfps at around 11:39. Shut/no shut at around 14:31 coincided with "up" on corea and b. From coreb remoted to 8north8896_dist_a; the uplink on g1/0/27 threshold violation starting at 11:39. Shut/no shut at 17:27 coinciding with "up" on corea and b. The rse looked at the pic ix logs which showed all surveillance hosts disconnecting from the primary server starting at around 11:38 to 11:39 and having several hosts fail to reconnect. The rse showed the customer how to check switches from pic ix system, and showed the customer how to check for down access points (aps) in the access point controller (apc) graphic user interface (gui). The customer indicated that they were able to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was related to a network switch issue. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.